Manufacturer narrative:
As reported in a research article, a patient presented with endocarditis approximately four months post-procedure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, "intracardiac echocardiogram to diagnose infective endocarditis after transcatheter aortic valve-in-valve implantation", was reviewed. The article presented a case study of a 70-year-old male patient history of hypercholesterolemia, obesity, abdominal aortic aneurysm, and cardiac valve surgery. It was reported that on an unknown date, a 27mm portico valve was chosen for an off-label use of valve-in-valve transcatheter aortic valve implantation (viv-tavi) procedure. It was later reported four months post-procedure, the patient presented with fever, dyspnea, and general malaise. Infective endocarditis (ie) was confirmed via intracardiac echocardiogram (ice) under local anesthesia and a mobile echogenicity was noted attached to the valve leaflet, consistent with vegetation. The patient was prescribed antibiotics which successfully treated the endocarditis. The article concluded that with increasing use of viv-tavi or tavi-in-tavi, conventional echocardiographic diagnosis for ie could be more difficult, due to artifacts generated by the metallic materials. Ice can directly visualize the prosthetic valve leaflets inside the metallic stent frames free from any artifacts. Cardiologists should be aware of this diagnostic tool, when conventional imaging methods are non-diagnostic. [The primary and corresponding author was cheuk bong ho, the heart centre, rigshospitalet, copenhagen university hospital, copenhagen, denmark, with corresponding email: bongii2001@gmail.com]